Event description:
It was reported that the a non-dependent asymptomatic patient received a notification for high pli. High capture threshold was observed. The patient has not received any hv therapy and no noise is present on the egms. The physician opted to monitor the patient and the device does not ventricular pace.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.